Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-00673. It was reported that stent thrombosis occurred. In (B)(6) 2016, the patient presented due to acute myocardial infarction (ami). The chronic totally occluded, 2.5x55mm, de novo, type c target lesion was located in the moderately tortuous distal right coronary artery (rca). Following pre-dilatation with a 2.5x20mm balloon catheter, an intravenous ultrasound (ivus) catheter was advanced and a diffuse 75-90% stenosis was noted at the distal side of the rca. A 2.5 x38 synergy¿ drug-eluting stent was implanted at the distal side of the rca and another 3.00 x 20 synergy¿ drug-eluting stent was implanted overlapping the proximal side of the distal rca. Post-dilatation was performed using a 3.0x20mm balloon catheter and ivus confirmed that the implanted stent was extended. The procedure was completed without any problems. Six days later, a thrombus was confirmed on short ahead of the implanted stent at proximal side. Subsequently, thrombus aspiration was performed and blood was re-perfused. Post-stenotic dilatation was performed with a 3.0x15mm balloon catheter on the implanted stent at 15 atmospheres. No further patient complications were reported and the patient's status was good.